Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken 3cg stylet was confirmed and the damage occurred during use. The product returned for evaluation was a 4fr s/l powerpicc catheter and a 3cg stylet (in two segments). The stylet was returned inlaid within the catheter and the broken tip of the stylet protruded from the catheter tip. A 5.0 cm detached segment of 3cg wire tip was also returned. The stylet appeared to have been previously kinked about the luer hub and the combined length of stylet which had been returned protruding from the catheter, and the detached wire segment, would have resulted in 3.62¿ stylet length protruding from the catheter tip. Microscopic examination of the fracture site within the magnetic tip found material necking of the inner core wire indicative of a tensile break. The fractured end of the core wire coincided with the location of tearing in the polyimide tubing which made it likely that the wire had broken first (by excessive tension) and then subsequently broke through the polyimide tubing. From the observed damage and sample state, it was likely that the stylet had extended past the tip of the catheter during the insertion procedure and broke with excessive pulling. The product IFU indicates to, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) of recx2325 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported distal portion of 3cg wire broke off after failed insertion while doing a PICC line. It was stated rad doc was able to retrieve the wire out of patient. A new device was placed.